Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "proven a midline catheter 3 fr sheath is difficult to insert and peels back, requiring a replacement 3.5fr introducer/sheath to be dropped and can be an issue when working alone."